Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were turning sideways while loading in the first device. The second device was delivering clips that would not close all the way and left a gap. A competitor device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition with the jaws properly aligned. In addition a clip was on jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 12 clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.